Event description:
Subsequent to the initially filed report, the following information was received: reportedly, after plunger removal, the footplate was difficult to close, but closed after working with it. The proglide was noticed to be stuck in the vessel. The foot was re-opened, closed and manipulated; the device came out without any patient issue noted. The guide had separated, yet, was still intact with the actuator wire. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported guide break was confirmed. Foot retraction issue and difficult to remove could not be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, after plunger removal, the footplate was difficult to close, but closed after working with it. The proglide was stuck in the vessel. The foot was re-opened, closed and manipulated; the device then came out of the anatomy without any further issues noted. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized and the tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures with no bleeding. Manual arterial compression was applied as a standard precautionary measure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.